Event description:
It was reported that the surgeon inserted and removed a cc4204a collamer single piece lens, due to a tear in the posterior capsule. A vitrectomy was performed and three piece staar lens was implanted. Additional information was requested but not yet received. If any additional information is provided, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation - work order search. A parent/child work order search was performed, and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B) (4).